Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately calcified vessel. A 3mm x 40mm x 146cm coyote es was advanced for dilatation. However, after multiple inflation at rated burst pressure for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.